Event description:
Device was returned for service. During service, technician found the attachment was not functioning properly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly. Failed temperature and vibration tests. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.